Manufacturer narrative:
B3: date of event is estimated. The unit came in for system hot. The complaint was confirmed with the fan hitting the accumulator data log shows temperature error. This can have a high impact on the unit (possibly drop the unit). The data log shows battery low errors. This means patients running units on low batteries. Unit works fine with a good battery. Zeolite absorbed too much moisture causing the column to get contaminated. Contaminated zeolite and blocked feed port caused the high column pressure low external.

Event description:
It was reported that the patient' device was overheating. As a result, the patient went to the hospital. The patient is currently doing fine. No further information was provided by the customer.